Event description:
It was reported that during a procedure of the narrowly stenosed left subclavian artery, the absolute pro was positioned across the lesion but the stent jumped and the most proximal segment was deployed partially in the target lesion. A second absolute pro was used to fully cover the lesion. It was noted that post-dilatation with a foxcross abbott balloon catheter resistance was met during advancing at the tight stenosis but it was successfully used in the procedure without incident and removed without resistance noted. Additionally, it was reported by the physician that the 6x20x135cm stent may have been the wrong length for the tightly stenosed vessel, however, the technician also noted that the stent delivery system was slightly bent prior to use in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): use after damage and indication for use. The device did not return for evaluation. Therefore, a failure analysis of the device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. It should be noted the precautions section of the absolute pro instructions for use states: inspect all product prior to use. Do not use if the package is open or damaged, or if the product is damaged. The absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.